Event description:
Reportedly, it is not possible to establish communication with the subject home monitor: the patient and the customer tried to perform several patient initiated transmissions (pits) but they were not transmitted.

Event description:
Reportedly, it is not possible to establish communication with the subject home monitor: the patient and the customer tried to perform several patient initiated transmissions (pits) but they were not transmitted.